Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, on connecting the anvil and stapler to create the anastomosis, component disengaged and fell into the patient cavity that was retrieved. Surgeon reached into bowl and retrieved the anvil by hand. There was no patient injury.